Event description:
It was reported that the patient underwent a total hip arthroplasty and artificial femoral head placement procedure on an unknown date and suture was used for suturing of fascia lata. The surgeon used knotting technique and three ties per knot. During postoperative rehabilitation during the hospitalization, the fascia lata swelled during movement. It was reported that the swelling was a herniated muscle. The surgeon then diagnosed the swelling as dehiscence. The patient did not undergo re-operation and is in stable condition. The surgeon opines that suture breakage occurred during rehabilitation which caused the dehiscence.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gem242, batch gd6067, batch ge5118, batch gc6473.